Event description:
Allegedly the patient was revised due to other indication for revision; pain (right). Sr njr index no: (B)(4). Additional product information received on 1/12/2017: neck product information now available.